Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had chest pain and log files were submitted for review. The periodic log file captured low flow events as far back as (B)(6) 2024. The event log file was mostly filled with low flow events. There were also several low flow flags which did not persist long enough to trigger a low flow alarm. These occurred at times when the pulsatility index (pi) was elevated. There did not appear to be any mechanical circulatory support (mcs) equipment issues that caused these events and the low flow events appeared to be a patient hemodynamically related issue. The patient was noted to have been hospitalized on (B)(6) 2024. The cause of the low flow alarms was identified to be an elevated mean arterial pressure (map) and the alarms improved with blood pressure control. It was noted that the patient's valve did not open per their last echocardiogram. The patient was discharged on (B)(6) 2024 and readmitted on (B)(6) 2024 for low flow alarms, chest pain, and st-elevation myocardial infarction (stemi). The patient was also noted to be diaphoretic. An echocardiogram was taken on (B)(6) 2024 and showed a trace of aortic regurgitation; it was noted the patient had a trace of aortic regurgitation noted on an echocardiogram taken prior to ventricular assist device (vad) implant in 2022. There was no documentation if the right ventricular dysfunction existed prior to left ventricular assist device (lvad) implant or if a device related issue caused or contributed to the right heart failure. They were started on a heparin drip, acetylsalicylic acid (asa) was restarted, and the patient was transitioned to xarelto (rivaroxaban) 20mg daily. The treatment resolved the event. Related manufacturer reference number: 2916596-2023-00273 (heartmate 3 lvas; onset of aortic valve not opening).

Manufacturer narrative:
Section b2: -outcomes corrected. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section h6 - medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported peripheral thromboembolism, right heart failure and myocardial infarction could not be conclusively determined through this evaluation. Review of the submitted photos confirmed twisting of the pump cable; however, a specific cause for this damage could not be conclusively determined through this evaluation. The submitted log files confirmed low flow alarms with corresponding elevations in pi. The cause of the low flow alarms was reported to be elevated mean arterial pressure and the alarms improved with blood pressure control. The log files did not show any evidence of damage to the wires in the driveline or modular cable. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, including peripheral thromboembolism, right heart failure and myocardial infarction. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including recommended inr values. This section also outlines indications of right heart failure as well as possible treatments. Section 6, ¿patient care and management¿ instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7, ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8, equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 patient handbook, are currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it." In addition, section 5, "alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.